Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient applied a new pod and initiated the activation process; however, after pressing start, the pod¿s needle did not deploy. As a result, the patient removed the pod and applied a new one. Approximately 30 minutes after successful activation of the replacement pod, the patient reported hearing a loud popping sound, at which time the cannula for the removed pod deployed, indicating a delayed needle deployment. No impact on the patient¿s blood glucose levels was reported. The pod was worn for less than one hour. As treatment, a new pod was placed.